Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken luer plate leg/post. The housing was removed for inspection and one of the leg/posts of the luer plate that holds /attaches the luer plate to the chassis was broken and became loose inside the housing. As a result, the broken piece generated a rattling noise inside the housing. No missing piece was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument jaws opened and closed properly. The instrument clip test was performed and passed multiple times. The instrument was fully functional. No product issue was identified. Isi followed up with the initial reporter and obtained additional information: ¿the instrument was checked before use. The clips are mainly used in general surgery. We use polylok clips in purple and green. The clip size depends on the situation. The vessel/structure was not larger than 13mm."

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier had a rattling noise in the white housing. The clips could not be fully closed but clamping was possible. The procedure was completed as planned with no reported injury using a backup instrument.